Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of burn smell. There was no report of serious injury or harm. There is no medical intervention was specified. During the investigation, product investigation laboratory observed a tobacco-like odor during the confirmation of therapy. The exterior portion of the iso port was observed to have what appeared to be dried mineral deposits inside of it, likely due to liquid ingress. A dust-like contamination and what appeared to be dried liquid spots with potential mineral deposits was observed on the water tank lid, water tank seal, water tank, top enclosure, iso port, heater plate, bottom enclosure. A dust-like contaminant was observed on the ui display bezel, center enclosure, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, and blower box. A tobacco-like odor was observed inside the blower box. The inlet/outlet seal, blower seal, and blower box were all observed to have a yellowish discoloration to them. Hair-like particles were observed on the water tank, top enclosure, iso port, and bottom enclosure. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Product investigation laboratory was not able to confirm the complaint, or address the symptoms specified.

Manufacturer narrative:
In the previous report, the manufacturer missed to captured reporter country. The following correction has been corrected in this report. In box e: reporter country was corrected.

Manufacturer narrative:
The manufacturer previously reported information in reference to a ds2adv auto CPAP device. The patient alleged noticing burn smell. During the investigation, product investigation laboratory observed a tobacco-like odor during the confirmation of therapy. The exterior portion of the iso port was observed to have what appeared to be dried mineral deposits inside of it, likely due to liquid ingress. A dust-like contamination and what appeared to be dried liquid spots with potential mineral deposits was observed on the water tank lid, water tank seal, water tank, top enclosure, iso port, heater plate, bottom enclosure. A dust-like contaminant was observed on the ui display bezel, center enclosure, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, and blower box. A tobacco-like odor was observed inside the blower box. The inlet/outlet seal, blower seal, and blower box were all observed to have a yellowish discoloration to them. Hair-like particles were observed on the water tank, top enclosure, iso port, and bottom enclosure. This notification was opened for review for information received that a burn smell, a tobacco-like odor, hair-like particles. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.